Event description:
Pump was dropped into a pool, causing a malfunction alarm identified as malf 13. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer planned to use mdi as a backup therapy to ensure continued insulin delivery. Technical support provided instructions on placing the pump into storage mode and arranged for its return using a pre-paid label, which the customer understood and acknowledged.